Manufacturer narrative:
Additional information d1, d4 (catalogue #, UDI #), g1 (device manufacturer name and address), g4 (510k #), h6 and h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the actual device was not available; however, one (1) photograph of the sample was provided for evaluation. A visual inspection of the photograph revealed a separation between the cassette port and the heater bag tubing. There were markings on the end of the tubing indicating the tubing was positioned on the cassette port. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line of homechoice cassette separated from the cassette. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter address: (B)(6). G1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home, 1900 n highway 201, mountain home ar 72653, united states. Vantive healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. Should additional relevant information become available, a supplemental report will be submitted.